Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the lcsk5 was reported by the or supervisor, that the lcsk5 was "slow" and "just did not work like it should". Another instrument was used to complete the case. There was no consequence to the pt.